Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump received with cracked display window corner, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
Customer reported that the bolus feature of her insulin pump is no longer working. While attempting to correct this issue, customer removed the insulin pump's batteries and was unable to replace the battery cap. Customer stated the threading to the insulin pump's battery compartment had been chipped away. Customer also stated that the keypad of the insulin pump was not responding when she attempted to bolus. Customer reported experiencing a low blood glucose level of 20 mg/dl and a high blood glucose level of 527 mg/dl the previous night. Blood glucose level at the time of the call was 191 mg/dl. No further information was provided.